Manufacturer narrative:
According to the investigation, no dimensional deviations were found in either the distal femoral component or the segment compartment. The possible root cause of failure was the inadequate alignment of the two components during assembly. As a corrective action, the alignment markings have been deepened to help the surgeon to align the distal femoral component with segment, thereby preventing inadequate alignment.

Event description:
A patient underwent an implantation with ustar ii knee system and experienced a dissociation of the ustar ii distal femoral component on (B)(6) 2020. A revision surgery was conducted on (B)(6) 2020.